Event description:
It was reported that when using the bd pyxis¿ medstation¿ es duplicate address detected for drawer 2.1 which affected all cubies the customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where duplicate address detected for drawer 2.1 which affected all cubies. A technical support specialist (tss) checked the logs and advised the customer to follow knowledge article (ka) 'med es - cubie duplicate address detected' and perform a cold boot and try to recover the cubie pockets. The issue was resolved. The tss stated that they were unable to deploy the package from remote support service (rss) as per the ka 'fa mms-24-5044 cubie pockets opening incorrectly'. Therefore, tss could not perform the firmware upgrade. The tss explained that the only workaround for this issue was to reboot the system. The system functioned as intended after the technical support specialist assessed the device.